Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device's display was found to have a white blank screen. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user.  This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device's display was found to have a white blank screen. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user.  This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. Stryker product analysis center (pac) evaluated the customer's device and observed that the lcd display will appear normal very briefly and then go almost blank. The cause of the reported issue was determined to be due to the draco pcb assembly. The device was archived by stryker maastricht.